Manufacturer narrative:
H4: the lot was manufactured from april 25, 2022 to april 27, 2022. H10: the device was received for evaluation with unspecified fluid in the bladder. The bag that contained the unit was dry. The outer and inner surfaces of the unit's bottle were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by adding green colored water to the bladder. During fill, no evidence of leak was observed. After fill, the device was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage from an unspecified location. This issue was discovered during storage. The blue cap was tightened. There was no patient involvement.